Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they found an anomaly on the power management board through the logs. The fse replaced the power management board (0670-00-1162). The unit passed all functional and safety tests and was returned to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) has a burning smell. At the time of reporting, the device was off and charging. There was no patient involvement reported.